Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device has been retained by the hospital. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# 110024467/ dual mobility liner/ lot #unknown, item# unknown/ g7 cup/ lot # unknown, item# unknown / versys stem/ lot # unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00847.

Event description:
It was reported patient underwent hip revision surgery due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reportable event was able to be confirmed review of x-rays. Radiographs confirmed right total hip arthroplasty with superior dislocation of the femoral head. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.